Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed signs of less than optimal alignment and thermistor triggering which will delay the charging time. There were no signs of premature battery depletion. The device was working as expected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.